Manufacturer narrative:
Analysis of the pump found no anomaly and the device was functioning normally. The main component of the device system; the other relevant components include: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine with an unknown dose and concentration, dilaudid (hydromorphone) with an unknown dose and concentration, bupivacaine with an unknown dose and concentration, and prialt 25 mg/ml for a total dose of 3.302 mg/day via an implantable pump for no known indication for use. It was reported on 2005-jan-25 patient stated they had to change the first pump because the size was too big for the patient's body mass, and was bumping into everything and needed the smaller size. It was stated patient did not like the size of the pump. No further information was provided.

Manufacturer narrative:
Analysis of the pump found no anomalies. The concentration of the morphine in the pump was noted to be 10mg/ml. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.